Manufacturer narrative:
(B)(4). Per the instructions for use (IFU), access site complications/cardiovascular injury, including perforation of the ventricle or myocardium, bleeding, and injury at the site of ventricular access that may require repair are potential complications associated with the transapical tavr procedure. Per literature review, risk factors for apical laceration and bleeding include friable tissue, fatty apex, chronic steroid use, dilated lv with thinned walls, and hypertension during removal of the sheath. While patient characteristics are important, achieving good hemostatic control of the lv apex is one of the most critical steps in ensuring the success of the transapical procedure, particularly in the elderly with friable tissue. Additional literature review confirms there is a higher incidence of apical bleeding in female patients and patients over (B)(6). This information correlates with review of complaint history, revealing that the majority of apical bleeding complications appear to be related to surgical technique and/or diseased ventricles during the insertion or removal of the sheath. The thv training manuals note that that removal of the sheath and attempted closure of the apical incision may be associated with blood loss. Rapid burst pacing can be used to lower the systemic blood pressure during sheath removal and apical closure. The thv training manuals also recommend the physician consider performing the procedure under full cpb support for certain patients, including those with cardiogenic shock (cardiac index < 2 l/min per square meter) despite volume challenge and inotropic support, profound lv, rv, or biventricular dysfunction, and notably friable apex. In this case, patient factors (moderate valve calcification) and subsequent procedural factors (system withdrawal difficulty, forceful attempts to remove the system) likely contributed to the apical injury and the patient¿s death. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2015-03367.

Event description:
As reported by our (B)(6), the patient expired during the transapical tavr procedure. As reported, (B)(6) patient with severe aortic stenosis. Refused savr due to religious preferences, re-do sternotomy and frailty. Very poor femoral access requiring planned transapical approach. The annulus measured 22-23mm. Sapien xt 26mm ascendra delivery system was prepped with -1cc of nominal in the balloon. The apex was prepped with purse-string sutures for access closure. A 24fr sheath was introduced with ease and a bav performed with edwards's balloon. No contrast was injected during bav.. The ascendra ds with a crimped valve was advanced through the sheath but difficulty crossing the native annulus was noted. The ds was observed buckling under the annulus. Each advancement of the ds lead to severe mr. Many manipulations of the ds, flex catheter, and sheath were attempted but the valve would not cross the annulus. Femoral access was attempted with the intent to advance a bav and dilate the annulus from above. An edwards balloon was prepped, however they could not advance the 12fr dilator into the femoral artery and the approach was abandoned. A second access through the apex was made and a 14fr sheath was inserted. The bav was advanced to dilate the native aortic valve again. Full inflation was accomplished but this did not facilitate the ds crossing the annulus. It was hypothesized that the wire may have passed through a fenestration or perforation in the native leaflet. The wire was retracted and re-crossed using the ds nose cone. A superstiff wire was exchanged for a terumo wire. With new wire placement the system was still not able to cross annulus. The crimped valve was getting caught under the aortic leaflets. All attempts to advance the system led to wide open mr and buckling of the ds and sheath. Attempts were made to remove the ds, valve and sheath which were unsuccessful. Too much force was required, the whole system was pulling on the heart. The sapien xt valve was also observed to have moved distally, past the distal marker. It was no longer centered. As the patient refused blood products, bypass and open chest surgery was not an option. The original ds nose cone seemed to be 'pinned' to the annulus. They couldn't remove the wire. All indications were that forceful removal of the system will pull the valve off the ds. After much deliberation and exhausting all the possible options to deploy the valve, the operators agreed to forcefully remove the ds and sheath. As the system was withdrawn, the valve became caught in the ventricle's papillary muscle and came off the ds. While all attempts were made to control the apex, the patient expired on the table. In de-briefing, the operators cannot explain the difficulty they had with the patient's anatomy. CT images indicate moderate hypertrophy of the lv and moderate calcification of the valve. No indication of mac or septal hypertrophy were noted. Tee was used throughout the procedure. The echocardiologist could not determine whether the wire was entangled in mitral apparatus, or papillary muscles. The bav and 14fr sheath crossed the annulus relatively freely.